Event description:
It was reported to nova biomedical that a consumer received results of 323 mg/dl, 139 mg/dl, and 138 mg/dl on their blood glucose meter. The difference in the readings was determined to be clinically significant. The strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.